Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body with all internal wires were broken. The cause of the reported event is consistent with an overstress condition or sudden event the lead was subjected to while in vivo.

Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the serial number and/or lot number were not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lead had high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to resolve the issue.